Event description:
Surgery was required to repair a new fracture and replace the sign I. M. Nail. Patient was involved in a second accident six months post surgery which resulted in the new fracture and broken I. M. Nail.